Event description:
It was reported that the pump was observed with a red screen and displayed error code 46515. During investigation found the fault error code 46515 and confirmed with event logs history. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the pump was observed with a red screen and displayed error code 46515. During investigation found the fault error code 46515 and confirmed with event logs history. This malfunction makes the event reportable. Review of event log/alarm history found the system fault 46515. During 12-month service history was opened (B)(6) 2025 for dso seal delaminated. The visual and functional testing was performed. During visual inspection found that lcd lens nicked, dso seal delaminated and uso seal delaminated. The reported error code 46515, confirmed through pump power up test. The error code was cleared and was unable to replicate system fault. The device passed all testing criteria during performance verification testing.